Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD), (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 2008; 6947 implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that a pocket infection occurred. The implantable cardiac defibrillator system was explanted. No further patient com plications have been reported as a result of this event.